Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd precision glide¿ needles was missing a label. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. No physical sample of the client is received, only photograph. The defect can be generated during the packing process but it is inside acceptable quality limit, therefore the complaint is confirmed. DHR shows the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. For the cited failure modes are likely, since the placement of the label in the individual box is done manually which could cause the operator to omit placing the label in the box or have taken a pack of 5 boxes which is what normally feeds the packing machine and may have not ensured that all boxes have a label. In the month of may of the current year a sensor of presence of label was placed to ensure that the equipment stops when it detects the absence of the label. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the box of bd precision glide needles was missing a label. There was no report of exposure, injury, or medical intervention noted.